Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A caregiver contacted a technical support representative regarding the patient draining slowly and experiencing drain pain during their treatment. When explaining the situation, the caregiver mentioned that treatment was cancelled after the patient drained 684 ml of an expected 840 ml during drain four on the cycler. A manual drain was then performed and the patient drained an additional 2800 ml. This cumulative drain volume of 3484 ml is 194% the patient¿s tidal fill volume of 1800 ml and 174% the patient¿s first fill of 2000 ml. The cause for the iipv event and slow drains was unknown and additional treatment records were not available. There was no patient injury or medical intervention associated with the event. The patient completed therapy using manual supplies after cancelling treatment on the cycler. The patient received a replacement cycler and has been able to continue with their treatment without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.